Manufacturer narrative:
This report is submitted on july 13, 2023

Event description:
Per the clinic, the patient developed a stage ii decubitus at the magnet site in (B)(6)2022. The patient was treated with a topical antibiotic and the issue resolved.